Manufacturer narrative:
Additional information was added to h6 and h10: h10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets had a connection issue with unspecified primary sets; further described as "not quite screwed on all the way" when tightening the tubing. The issue occurred during priming. The male part (luer) of the secondary tubing appeared "too long". When the connection was slightly loosened, a leak was observed through the port. There was no patient involvement. No additional information is available.